Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: a bard/davol ventralex patch was implanted into the patient's body using an eight cm circular bard mesh, ptfe side down and marlex side up. (B)(6) 2017: a revision surgery was performed using two non-bard/davol mesh. As alleged, as a result of having the bard/davol ventralex mesh implanted, the patient has experienced significant physical pain and suffering, has sustained permanent injury, and has undergone additional surgical procedures to repair damage caused by the defective bard ventralex.

Manufacturer narrative:
Addendum to previous report. This supplemental emdr is being sent to provide additional patient and medical information. Based on the additional information provided it was reported the patient experienced adhesions and hernia recurrence. Adhesions and recurrence are both known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as known possible complications. Based on the information provided, we are unable to determine to what extent, the bard/davol ventralex mesh may have caused and/or contributed to the event.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: a bard/davol ventralex patch was implanted into the patient's body using an eight cm circular bard mesh, ptfe side down and marlex side up. (B)(6) 2017: a revision surgery was performed using two non-bard/davol mesh. As alleged, as a result of having the bard/davol ventralex mesh implanted, the patient has experienced significant physical pain and suffering, has sustained permanent injury, and has undergone additional surgical procedures to repair damage caused by the defective bard ventralex. Addendum based on medical records reviewed: (B)(6) 2014- the patient was diagnosed with an incarcerated epigastric hernia and underwent an intraperitoneal repair with implant of a bard/davol ventralex mesh. (B)(6) 2017 - the patient consulted with surgeon regarding nausea and pain related to and abd bulge that continued to get larger. Patient was diagnosed with a recurrent ventral incisional hernia. (B)(6) 2017 - the patient was diagnosed with recurrent ventral hernia and underwent repair with removal of the bard/davol ventralex mesh and implant of two non bard/davol mesh devices. Per the operative report details, ¿the old mesh (ventralex) was dissected and removed. There were only fatty adhesions between the omentum and the mesh and no bowel involvement.¿